Event description:
Multiple scrub technicians and surgeons have noticed the sutures releasing prematurely from the needle on some of the vicryl CT-1 controlled release sutures. As the suture was being removed from the package with very little force used, the needle would separate from the suture. This did not happen with every suture in the pack, but enough to recognize there was a problem. Surgeons would complain that as they passed the needle through tissue that the needle would come off the suture. Manufacturer response (as per reporter) for suture, absorbable, coated vicryl, control releaseno response from manufacturer. Vendor representative said that the suture had been sent to their headquarters for testing and evaluation.